Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the single port (sp) medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and the findings did not replicate or confirm the customer reported event. The reported issue with the instrument was not replicated nor confirmed. The instrument was evaluated and placed on an in-house tester. The qap (quality assurance procedure) was performed and passed. The instrument passed the recognition and engagement tests. Clip test, gripping misalignment, bumper test, and intuitive motion testing was performed and passed. The instrument moved intuitively wit full range of motion in all directions. The grip tips opened and close properly. The instrument was retested and passed all in-house testing all three attempts. A visual inspection of grip tips, cables, and all internal and external components was performed and passed due to no visual damage observed. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port (sp) medium-large clip applier instrument would not fire the clip. The instrument worked multiple times prior to the incident. The instrument was removed as it was not needed following the non-fire. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.